Manufacturer narrative:
Covidien reference number (B)(4). The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that the oxygen (o2) sensor would not pass the calibration test. The ventilator was not in use on a patient at the time of the event.